Event description:
Information received indicates the left intermediate siderail will not stay up.

Manufacturer narrative:
The technician replaced the intermediate center arm assembly to repair the bed.